Event description:
It was reported that a large volume infusor leaked during filling with sodium chloride. The hose seemed to be pinched or the plastic has melted due to heat. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter name and address: (B)(6). The device was received for evaluation. Visual inspection was performed and a segment on the tube set was observed damaged. Indentation marks from the manufacturing flow wrap sealer equipment were observed on the damaged area of the tube set which suggested the cause of damaged tube set was related to manufacturing. A leak was observed at the damaged area of the tube set when the sample was leak tested. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.